Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed.

Event description:
It was reported that the physician was using the device on a patient which he created a false passage on two weeks prior. The device was inserted and then the patient cervix was dilated. Once the scope was inserted, a perforation was identified. No additional details available.